Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sdc lost image during a procedure.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker UK; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report is attached (see comm log), and indicates: stacks with fault. Software updated to latest version. Probable root cause: - dvi / s-video/composite cables and connectors - sk28 system design (sk28 io board, sk28 m board) - sk28 firmware - sdc3 application software - gravity workflow software application - software: sdc3 ipad app - use error - manufacturing/ service nonconformity.

Event description:
It was reported that the sdc lost image during a procedure.